Event description:
The merit micropuncture catheter was being used to perform angiography of the left leg femoral dialysis graft. During removal of the catheter, the shaft broke off the hub and about 10 cm remained inside the patient in the arterial limb of the graft. It was able to be accessed and removed with a snare catheter.